Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 249 mg/dl (system 1) and 121 mg/dl (system 2). No adverse event reported. Return of the suspect device was requested for evaluation.